Manufacturer narrative:
(B)(4). Batch #: t93e7p. Investigation summary the device was returned with the blade broken inside of the tube. During functional testing on gen11, an alert screen was displayed. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and a crack was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. The blade broke off during the analysis. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoid colectomy the device was removed from the patient and the jaws were cleaned. When the device was tested the error message replace the instrument displayed. The device was clean and surgeon did not cut across a staple line. The procedure was completed with a like device with no patient consequences reported.